Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to oversensing and inappropriate therapy. An invasive procedure was performed and a break was noted at the proxminal end of the rate sensing portion of the lead. The lead was replaced with a new endotak lead.